Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a normothermia patient was on therapy on the arctic sun device for a while and they keep receiving alert 01 (patient line open) & 02 (low flow). The nurse have already disconnected and reconnected with no improvement. The flow rate moved from priming, from 1.1 l/m and then drops to 0.3 l/m before alerting and stopping therapy. The patient was covered with 4 pads connected with size large. Mss walked through disconnect and reconnect using proper technique. The fluid delivery line was seated securely, and all lines were straight with no bends or kinks and restarted therapy. The system diagnostics showed outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 30c, inlet temperature (t3) was 30.1c, chiller temperature (t4) was 9.2c, water reservoir level showed 3.1 l/m, inlet pressure was -7.4 psi, circulation pump command was 83 percentage, mixing pump command was 100 percentage, heater command was 0 percentage, water reservoir level showed 4, system hours were 4764.7 and pump hours were 4147.2. The flow rate stabilized and maintained at 3.1 l/m. The device received an alert 113 (reduced water temperature control). The patient temperature was 37c, target temperature was 36c, water temperature was 30c, flow rate was 2.8lpm. Mss guided to system diagnostics, and it showed chiller temperature (t4) was 7.2c, mixing pump command was 100 percentage. Nurse sends this device to biomed, and they have no other devices available.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a normothermia patient was on therapy on the arctic sun device for a while and they keep receiving alert 01 (patient line open) & 02 (low flow). The nurse have already disconnected and reconnected with no improvement. The flow rate moved from priming, from 1.1 l/m and then drops to 0.3 l/m before alerting and stopping therapy. The patient was covered with 4 pads connected with size large. Mss walked through disconnect and reconnect using proper technique. The fluid delivery line was seated securely, and all lines were straight with no bends or kinks and restarted therapy. The system diagnostics showed outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 30c, inlet temperature (t3) was 30.1c, chiller temperature (t4) was 9.2c, water reservoir level showed 3.1 l/m, inlet pressure was -7.4 psi, circulation pump command was 83 percentage, mixing pump command was 100 percentage, heater command was 0 percentage, water reservoir level showed 4, system hours were 4764.7 and pump hours were 4147.2. The flow rate stabilized and maintained at 3.1 l/m. The device received an alert 113 (reduced water temperature control). The patient temperature was 37c, target temperature was 36c, water temperature was 30c, flow rate was 2.8lpm. Mss guided to system diagnostics, and it showed chiller temperature (t4) was 7.2c, mixing pump command was 100 percentage. Nurse sends this device to biomed, and they have no other devices available.